Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side hole-non specific. Via rga.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as surgical damage. And observed, an opening on anterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: white particles observed, inside the device. Brown particles observed, inside the fill channel. No further actions are required, as the device was implanted.